Event description:
Related manufacturer reference numbers: 2017865-2024-60990. It was reported that the patient presented in clinic for unrelated matters. Upon interrogation, it was found that the pacemaker and the right ventricular (rv) lead exhibited noise over-sensing. Programming changes were made to deactivate the pacemaker and the rv lead. There were no patient consequences.

Event description:
New information received notes that the over-sensing was suspected to be due to electromagnetic interference and it was actually unknown that if intervention was performed to address the issue.